Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. The other device which was used in this event was product ID: unknown nim 3.0 system, serial/lot#: unknown, the product doesn't contribute to the reported malfunction which might have led to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operatively, stim value changed from 0.5 to 2 and still no response. Surgeon did not have direct visual of the nerve when attempting to stimulate. Surgeon thought that is where the nerve should be but was not able to see the actual nerve. There was a delay of less than one hour. Same issues were found with another device(nim3.0). The stim response was at 0, however they said it was a ¿sticky and wet case¿ we plugged in a nim 3.0 and neither machine had response¿ may have been due to nerve being paralyzed by the tumor they said also. Procedure was completed. There was no patient injury.